Manufacturer narrative:
(B)(4). The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off, broken belt clip slot, missing reservoir tube o-ring, minor scratched display window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that their reservoir compartment was cracked. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller was unable to specify how the damage occurred; the caller suggested that wear and tear contributed to the damage. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis; refer to section for analysis results.